Manufacturer narrative:
The insulin pump had an unresponsive b button due to an unlocked connector. No bolus wizard feature function could be verified due to the unresponsive button. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that "b" button was not responding. Customer reports that the only way of getting into bolus wizard was through menu. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.